Manufacturer narrative:
The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was hospitalized for flu-like symptoms and feeling pre-syncopal. The device was checked and no issues related to pacing were observed. The patient's heart rate was elevated, but nothing above the programmed rate cut off of 200 bpm, so no episodes were stored. However, this was the patient's first device check since they underwent a change out in 2017 and the shock impedance measurements were high, out-of-range. Device data was submitted to technical services for review. It was noted all other lead values were within normal range. The shock impedance measurements were very stable in the trends, at about 127 ohms in 2017 when the device was implanted, to 124 ohms during the patient's hospital stay. Technical services discussed continuing to monitor the lead and recommended enrolling the patient in the remote monitoring system, if possible. No adverse patient effects were reported.